Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was able to load the cartridge and resume insulin delivery.